Event description:
It was reported that the nurses sent the arctic sun device down for not heating or cooling. They stated and performed the functional check , it cooled to less than 6 and it did not heated to over 12. They discussed that this was either an overfill or a failed heater. They discussed to draining water from right port during check and to test heater resistances. They would test these and determine next steps. Per follow up information received via email on (B)(6) 2023, updated entry description (see attachment)the device had too much water, once he drained some of the water, the device heated up without any issues. No additional information or sample is available at this time. An additional follow up is not required.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. Corrections: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurses sent the arctic sun device down for not heating or cooling. They stated and performed the functional check , it cooled to less than 6 and it did not heated to over 12. They discussed that this was either an overfill or a failed heater. They discussed to draining water from right port during check and to test heater resistances. They would test these and determine next steps.